Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement; therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: in process.

Manufacturer narrative:
The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. No information was available regarding the instruments used during the procedure. The crack on the anchor appeared to be diagonal, which usually caused by torsion. It is reported that the insertion was likely to be off axis, which might have contributed in the reported failure. We cannot discern a root cause for this failure mode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed three other similar complaints of any type for this lot of (B)(4) devices that were released to distribution. None of the devices for the three complaints were sent back for evaluation. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
When inserting the screw into the femur during acl-r, the surgeon felt no resistant at some point. It was noted that the tip of the screw (about 7mm) was broken off, though the driver was fully inserted in the screw. Since the left of the screw was firmly seated in the bone and hard to remove, the post screw was inserted and the suture passed through the btb graft was wound around the post screw for fixation. Due to the incident, the procedure was extended for 30 minutes. It is reported that the insertion was likely to be off axis. The backup device was used to complete the case.

Event description:
When inserting the screw into the femur during acl-r, the surgeon felt no resistant at some point. It was noted that the tip of the screw (about 7mm) was broken off, though the driver was fully inserted in the screw. Since the left of the screw was firmly seated in the bone and hard to remove, the post screw was inserted and the suture passed through the btb graft was wound around the post screw for fixation. Due to the incident, the procedure was extended for 30 minutes. It is reported that the insertion was likely to be off axis. The backup device was used to complete the case.